Manufacturer narrative:
(B)(4). Evaluation results: gap.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The iliac arteries were narrow. It was reported that the physician noticed that pre-implant there was a gap between the nose cone and the end of the graft cover. The bifurcated stent graft delivery system had a gap that was initially 3-4 mm. The physician pushed the blue portion of the handle up and partially closed the gap but there was still a gap of 1-2 mm. The physician stated that there was a "step up" between the nose cone and the graft cover. Due to the narrow iliac arteries the physician was concerned that the uneven transition between the nose cone and the graft cover could cause vessel damage; however, the stent graft was successfully implanted without injury. Two additional devices, the iliac limb stent graft delivery system and an aortic cuff stent graft delivery system also had a gap which was initially 2-3 mm. The physician pushed the blue portion of the handle up and partially closed the gap, but there was still a gap of 1 mm (ref MFR # 2953200-2011-00887 and 2953200-2011-00888). The stent grafts were successfully implanted without injury. The patient is fine. The delivery systems were discarded by the user facility.